Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: a review of the black box showed partially discharged batteries were installed resulting in replace battery alarms, and low battery warnings. No damage was found to the returned battery cap or battery compartment. Corrosion was fno found in the battery compartment. The returned battery cap attached to the pump and powered it on. The current draws were within specifications. The battery life issue was not duplicated during investigation. The pump cover was removed to find no further evidence of moisture or loose components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.